Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to failure of anti-tachycardia pacing (atp) to convert arrhythmias. Subsequently, the crt-d was explanted and replaced with a new device of a different model. No additional adverse patient effects were reported. Return of the device is not expected. If the product is returned, this report will be updated with pertinent information upon completion of analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to failure of anti-tachycardia pacing (atp) to convert arrhythmias. Subsequently, the crt-d was explanted and replaced with a new device of a different model. No additional adverse patient effects were reported. Return of the device is not expected. If the product is returned, this report will be updated with pertinent information upon completion of analysis.